Manufacturer narrative:
The device failed the pressure transducer test during the pre-use check (puc). Our field service engineer investigated the device on-site and replaced both nozzle units to resolve the issue. After replacement, the device successfully passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The replaced nozzle units were sent back for further investigation. A visual inspection of the returned nozzle units did not reveal any abnormalities. As part of the testing, a mechanical force was applied to the feather springs of the nozzle units and then released. This resulted in the feather springs of both nozzle units sticking to the membrane due to some kind of stickiness, causing a delay in release. However, analysis of the provided logs could not confirm the presence of membrane stickiness. A reference ventilator was used for simulated use testing: 1) the nozzle unit from the air gas module was placed in a reference air gas module and passed puc three times. 2) the nozzle unit from o2 gas module was placed in a reference o2 gas module and passed puc three times together with air gas module nozzle unit. 3) simulated use ventilation was performed with both returned nozzle units and the ventilator alarmed for low o2 concentration after few minutes only. (O2<35%, while set to 40%). Ventilation with only the air nozzle from complaint shows now alarm but a clear deviation on o2 concentration as well. The conclusion of the lab investigation is that both nozzle units have a sticky membrane that affect the accuracy of the gas concentration. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for the regulation of gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the provided information, it appears that the time for preventive maintenance has not been exceeded, and the preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the cause of the membrane stickiness is early wear of the membrane.

Event description:
Manufacturer's ref#(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).